Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be fair condition with the instrument seal intact. No anomalies were observed. Analysis of the pcu event log shows that at 8:11 pm on (B)(6) 2016 the rate of the infusion of pn .wt = 5.1kg-9.9kg was changed from 19.2ml/hr to 18.7ml/hr and the vtbi was changed to 112.2ml. The device was channeled off at 8:19 pm and at 8:44 pm the infusion was restarted with the same parameters. At 10:47 pm, the device alarmed for air in line. The volume recorded as being infused during this period was 40.47ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a tpn infusion of 498.8 ml was programmed to run with a vtbi of 74 ml at 18.7 ml/hr infused the entire bag in 3 hours and 57 minutes. The patient received an unspecified dose of lasix and serial labs to monitor glucose and other values. There was no lasting harm.